Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The vad coordinator reported that the controller no longer has the led appearing on screen. The controller will be exchanged. There was no effect on the patient.

Manufacturer narrative:
The lvad pump remains implanted. It was reported that the controller will be returned to the manufacturer; however, it has not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Pump remains implanted.